Event description:
A malfunction was reported on the pump, identified by the caller, with no notable events occurring before the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it was within a normal range. Technical support provided information to reset the pump, assisted the caller in performing the reset, and confirmed that the malfunction did not recur.